Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated since the implant, the battery "didn't work," clarifying that they meant that the implant never helped their symptoms (one of which they confirmed was urinary retention) so they went to another urologist who placed a catheter instead and the catheter is what the patient has been using since then. The patient also reported the trial never helped them but despite this, their managing health care provider (hcp) wanted to go on with the permanent implant. Documented reported event. No further action was taken by patient services. Additional information received indicated that the patient reported on the day of their implant procedure, the patient was waiting for a while for the manufacturer representative (rep) to arrive "with the programs" at the out-patient facility, so the patient left and got "a hamburger, a soda and some fries" and came back to wait again. The patient stated when the rep finally arrived, the managing health care provider (hcp) told the p atient they couldn't perform the surgery with anesthesia because the patient had recently eaten, so they gave the patient a "shot of novocain" in their back. The patient stated "and honest to god, the minute he did that and gave it to me, I thought I was going to scream" because they placed the permanent implant with just the novocain. The patient reported they wanted to have the implant removed because ever since they placed the implant battery it affected their right side. The patient reported their right leg, ankle and foot were swollen and they would sometimes get discomfort where the battery site was, so the patient stated they "didn't even know if they put it in right, you know?" The patient stated they've filed grievances against facility however they were refused every time and that one of the replies stated the patient's managing hcp had "tried to take it out 2 or 3 times," which the patient stated was "an outright lie," and that hcp had never seen the patient after that. Please note the patient was difficult to follow and patient services documented this comment but did not inquire more about it. The patient stated they left facility and tried another hcp but they were refused because that hcp hadn't done the initial implant so most recently, the patient was going to go through the (B)(6) to see another surgeon on (B)(6) 2022 about removing the implanted device. The patient requested a manual for the therapy to share with the surgeon when the patient met with them so patient services sent the patient a patient manual and also advised the patient to have the surgeon call technical services to inquire any further information about the device/therapy. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Asked what steps were taken to resolve the issue they stated they have filled 2 grievances and appeals and they have been turned down. They stated the issue had not yet been resolved, and it was unknown if device removal or replacement planned.